Event description:
Catheter was prepped according to normal by the doctor. The catheter was connected to motor drive on intra-cardiac echo machine , but catheter wasn't recognized and therefor couldn't be used. Another one was used from the same lot number and worked fine. The patient was not affected.